Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported the lead was explanted for loss of r-wave sensing. No further information is available.